Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. An investigation was conducted on 01/23/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device , indicating that there was an attempt to insert the device in the aorta. The delivery device was returned outside the loading device, with the seal extended outside the tip of the delivery tube. The white plunger was depressed and the blue slide lock was disengaged. The seal and tension spring assembly was removed from the delivery tube. No measurements of the delivery tube were conducted due to the blood on the delivery tube. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst ii system (4.3mm). Heartstring got stuck in there and didn't come out of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst ii system (4.3mm). Heartstring got stuck in there and didn't come out of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.